Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 3 was failed. A field service engineer (fse) reported issues with auxiliary full height drawer 3 showing incorrect cubie pocket counts, with most pockets not functioning. Troubleshooting identified false cubie pockets and duplicate address errors. The drawer control board was replaced, and approximately 15 pockets were recovered with customer assistance. The drawer resumed normal operation, and the customer verified functionality using pyxis inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 3 had multiple drawers failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.